Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type pump. (B)(4).

Event description:
Information was received from a nurse regarding a patient receiving intrathecal baclofen (lot# unknown) 500mcg/ml, 133mcg/day, for intractable spasticity and multiple sclerosis. No concomitant medications were reported. The pump was alarming; pump interrogation revealed that end of service had occurred followed by a message that indicated the "stopped pump may exceed tube set." The pump was scheduled to be replaced (B)(6) 2015, though the past elective replacement indicator message indicated it should be replaced by (B)(6) 2015. The previous elective replacement indicator timeframe was 1.5 months in (B)(6) 2015 and at the last refill on (B)(6) 2015, the eri had already occurred. It was stated that the replacement had been originally scheduled for 11/5/2015 and had been delayed due to the patient's gall bladder issues. Per the health care provider there were no changes to the patient's medical history. The patient had been referred for a new pump a couple of months prior and it was still planned to implant a new pump. It was stated that the health care provider did not know the pump was off and not delivering therapy despite being at end of service. No symptoms were reported. Follow up was being performed to obtain the physician programmer's serial number.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) and a company representative. Per the hcp, according to the representative the pump "shut down" on (B)(6) 2015. The patient did not have any withdrawal symptoms. The pump was filled (B)(6) 2015 but they could not perform telemetry. On an unreported date, the pump was replaced.

Manufacturer narrative:
Corrected information: device code no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.